Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15.56 mm from its distal end, broken probe tip was not returned. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint is not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, one of the two jaws of the thunderbeat forceps broke and ended up inside the patient¿s body. Another new forceps had to be opened to replace the damaged one. There were no further reports of patient harm. Follow-up with the customer has yielded no response at this time.